Event description:
It was reported that the string ripped away from the patty. There was no patient impact.

Manufacturer narrative:
The product analysis determined the complaint could not be confirmed. The returned goods were tested for weld strength. All sample results met specification. Based on the reported information, this field observation is an unconfirmed failure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no product analysis results are available. The device was received on july 23, 2014, at an international hub; forwarded to xomed on july 24, 2014. Method: no testing methods performed. (B)(4).